Event description:
The surgeon was performing a ureteroscopy with laser lithotripsy. While gathering multiple calculi from the ureter, using a basket for retrieval in the semi-rigid ureteroscope, which looked to be a tight fit for the ureter, but the surgeon continued on with the procedure. The surgeon pulled the ureteroscope from the ureter and detached the entire ureter from the pt. The pt was moved to a different surgery room where an open procedure was completed to remove the bowel. The pt remained in the hospital, but is in good condition.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.